Event description:
The customer reported that his olympus hd autoclavable camera head was producing an intermittent image during use. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a green image during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h4 and h10. In addition, correct data fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction due to cable failure, and from this, poor communication occurred and that caused noise on the image temporarily, also it is probable that the internal flood occurred from the pinhole on the cable and it got failed. Olympus will continue to monitor field performance for this device.